Event description:
Additional information was received that the device operated as expected. The account declined to provide patient outcome information for this event, due to patient privacy laws. Based on a review of available patient¿s record and the reported patient outcome, there were no device issues at the time of the patient outcome.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire fatigue that could have caused the low speed and pump stop events while the device was connected to an ungrounded power source. The pump was returned assembled with the driveline cut approximately 8.0¿ from the pump housing. The distal portions of the driveline were returned measuring approximately 8.5¿ and 24¿ with the controller connector. The sealed inflow conduit, apical sewing ring, sealed outflow graft, and sealed outflow graft bend relief/collar were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Review of the submitted log file confirmed intermittent low speed and pump stop events while the device was connected to 14-volt batteries or an ungrounded patient cable/power module. The low speed/pump stop events were also associated with intermittent low flow hazard, low speed advisory, low speed hazard, and motor stop alarm flags. Based on historical experience with the heartmate ii lvas and similar reported events, these events could be indicative of an issue with the driveline. There were no other notable log file findings. The pump was returned with the driveline cut approximately 8.0¿ from the pump housing. The distal portions of the driveline were returned measuring approximately 8.5¿ and 24¿ with the controller connector. Tape surrounded the driveline from approximately 1.0-4.5" and 11-18.5" from the controller connector. Removal of the tape found some small tears approximately 14" and 17" from the controller connector. Removal of the silicone jacket revealed that the bionate was partially damage approximately 3.5¿ from the pump body, which was consistent with wear and repetitive flexing over time. Continuity testing using a digital multimeter on the returned portion of driveline revealed no shorts or discontinuities. Intermittent moderate to severe metal braided shield breakdown was noted along the driveline, consistent with wear and repetitive flexing over time. Inspection of the underlying wires revealed wire insulation damage in the section of the driveline connected to the pump housing. The green and yellow wires were damaged approximately 2.0¿ from the pump housing. The black, brown, red, and orange wires were damages approximately 3.5¿ from the pump housing. The wire insulation damage appeared consistent with repetitive flexing and abrasion with the metal braided shield. The damaged insulation was confirmed through current leakage testing, and no other wire damage was discovered. The identified wire insulation damage could have caused the pump stops/low speed events while connected to an ungrounded power source if electrical contact was made between wires of two different motor phases. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. B, is currently available. Section 1 ¿introduction¿ of this document lists respiratory failure and death as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. A, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had non-ground cable since 2020. The patient called the hospital on (B)(6) 2025 due to alarm. It was noted that the patient was in the shower and on batteries. The patient came to the hospital and log files were downloaded that showed the pump stopped and speed was on a normal range. Other alarms noted were low speed advisory, low speed hazard, and low flow alarms. The team decided to keep the patient in the hospital, and they were to decide the next step. The patient was clinically doing well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information provided that the patient received a pump exchange on (B)(6) 2025. On (B)(6) 2025, the patient passed away. The cause of death was that the patient never recovered after implantation. The outcome was not considered device or therapy related. The patient was on bad condition before implantation and they had a respiratory issue. An autopsy was not performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received the patient had a non-ground cable since (B)(6) 2020 and started to have alarm on batteries and power module with non-ground cable. The issue was considered to be with the percutaneous lead. The cause of the pump stop and atypical speed was not determined. The patient was placed on extracorporeal membrane oxygenation (ECMO) the day before pump exchange due to the pump stopping.